Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2020 at 9:07 am. It was reported the patient was wearing the lifevest at the time that he passed and that the patient passed due to heart failure. Resuscitation efforts were attempted. Per clinical review of the continuous ECG data the patient was in sinus tachycardia at 110 bpm slowing an idioventricular rhythm at 60 bpm with motion artifact. The patient received the 1st non-lifevest defibrillation, while in an idioventricular rhythm at 90 bpm. The patient's post shock rhythm was obscured by CPR/motion artifact. The rhythm then degrades to vt at 150 bpm. The patient received a 2nd non-lifevest defibrillation while the patient was in vt at 150 bpm degrading to vf with CPR/motion artifact. The patient's post shock rhythm was vf with CPR/motion artifact. The patient was seen in vf for 35 seconds before receiving the defibrillation. After the second non-lifevest defibrillation the patient was seen in vf with CPR/motion artifact and low amplitude cardiac signal. The patient received the 3rd non-lifevest defibrillation while in vf with low amplitude cardiac signal. The patient's post shock rhythm was an idioventricular rhythm at 40 bpm. The patient was in vt/vf for approximately 4.5 minutes before receiving the defibrillation. The rhythm then transitions to an idioventricular rhythm at 50 bpm with pvc's and CPR/motion artifact. The patient's rhythm then degrades to vf with CPR/motion artifact, low amplitude cardiac signal, and electrode lead falloff. The patient receives a 4th non-lifevest defibrillation, while in vf with CPR. The patient's post shock rhythm was an idioventricular rhythm at 50 bpm with CPR/motion artifact. The patient was in vf for approximately 3 minutes. Lastly, the patient was last seen in an idioventricular rhythm at 50 bpm slowing to an idioventricular rhythm at 20 bpm with CPR/motion artifact from approximately 08:46:42 until the electrode belt was disconnected at 09:05:51 on (B)(6) 2020. CPR/motion artifact, low amplitude cardiac signal, and electrode lead falloff prevented the life-vest from treating the patient. The falloff signal was lost on all electrodes after the third defibrillation and did not return due to the loss of a driven ground signal, consistent with external defibrillations. When the falloff signal is lost the device is able to continue recording an ECG of the patient's heart rhythm, however the device is no longer able to treat the patient.